Manufacturer narrative:
The returned device was extensively analyzed. The device status was eos, matching the clinical observation, and nine charge processed had been documented. The charge drawn from the battery was checked and proved to be not as expected. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted due to an already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected in the process. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested again. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The analysis of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, the battery was discharged. A performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. In summary, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis.

Event description:
It was reported that the device was explanted 26 months after the implantation due to eos status.